Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing. The noise could not be confirmed by in-clinic testing. The device tested normally electrically and no noise was present. The device sensitivity was adjusted and the aotuent would continue to be monitored.